Event description:
Customer reported experiencing a past low blood glucose event, although the specific low value was not provided, only noted as "low." The event had occurred earlier in the day before customer contacted technical support. To address the low blood glucose, customer consumed carbohydrates as treatment. Customer declined further troubleshooting and technical support proceeded to close the case.